Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfam patch. The patient described the area where the patch is located as "fire red" and "sore". The patient also reported that the patch caused a "raw spot on her body and a "cumbersome scab". There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove and return the device.